Event description:
According to the reporter, during robotic lap sleeve gastrectomy, the device screen went completely black after third firing and went dead when trying to retract knife blade and open jaw. Jaws were locked on the tissue. It was removed through manual retraction tool. Surgeon was able to finish procedure with another signa handle with no issues. No patient injury has been noted.